Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had no symptoms and treated with manual injections. Customer's blood glucose value was 527 mg/dl at the time of the call. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not troubleshoot and did not send the product back for analysis.